Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a fluid ingress issue could not be confirmed with the returned gogear shower bag (lot # 8413670). Visual inspection of the seams appeared intact with no visual damage. The shower bag was mounted in a sink and water was pour onto the bag for over 15 minutes to induce a fluid ingress issue. After 15 minutes, the bag was visually inspected. Inspection of the inside of the top lid, controller pocket, battery/battery clip enclosure and inside seams did not reveal any fluid ingress issue. A root cause of the fluid ingress issue could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Under section 1, ¿introduction¿, warns users ¿do not take showers unless approved by a doctor for showering. If approved for showering, the shower bag must be used for every shower. The shower bag protects outside parts of the system from water or moisture. If outside parts of the system get wet, the pump may stop.¿ under section 4, ¿living with the heartmate 3¿, details descriptions how to properly use the shower bag are outlined. Also caution user that ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive a serious electrical shock or the pump may stop.¿ heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Also, inspect the shower bag for damage or wear. Under section 6, ¿patient care and management¿, details descriptions how to properly use the shower bag are outlined. Also caution user that ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive a serious electrical shock or the pump may stop.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the shower bag got wet inside, making the battery clips slightly wet. There were no alarms, and the water drops were wiped off from the battery clips, which remained in use to see if any issues occurred.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.